Manufacturer narrative:
A customer from the united states had notified biomérieux of the misidentification of microbacterium arabinogalactanolyticum as listeria monocytogenes in association with the vitek® ms instrument. The customer had performed dna sequencing to confirm the identification of the isolate. An internal biomérieux investigation was performed. The customer no longer had the isolate to submit for evaluation. Summary of data provided and analyzed: 2 sample mzml files; 2 - (B)(6) 2017 ecal mzml from before sample results; 14 - (B)(6) 2017 ecal mzml current results from after sample results; 2 results for sequencing using microseqid v2.1; performed (B)(6) 2017. Conclusion on the system: system was operational during the test. Conclusion on the identification: regarding the customer data, the most probable identification is microbacterium arabinogalactanolyticum. The expected species (microbacterium arabinogalactanolyticum) is not included in any vitek ms knowledge bases and the identification issue observed is linked to a vitek ms system limitation. Vitek ms system identification is based on a species pattern classification. Organism species not present in the knowledge base can yield a result where no specific species pattern will be available in the database for comparison. Consequently, the system can provide: no identification (no-ID) (most probable answer) when the spectrum acquired does not match with any species pattern. An incorrect single choice identification to the nearest species pattern (often same genus as expected) when the spectrum acquired presents a high level of similarity with a specific species pattern present in the database. An incorrect low discrimination identification (often the same genus as expected) when the spectrum acquired presents a high level of similarity with multiple specific species patterns present in the database. This limitation is indicated in the vitek ms labeling: "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification." Suspected root cause of the issue: system limitation (the species microbacterium arabinogalactanolyticum is not included in any vitek ms knowledge bases).

Event description:
A customer from the united states reported to biomérieux the misidentification of microbacterium species as listeria monocytogenes for two medical device sterility samples, in association with the vitek® ms instrument. The customer reported the vitek® ms identified listeria monocytogenes. However, due to the colony morphology not being consistent with listeria monocytogenes the customer performed dna sequencing, and the identification was microbacterium species. The customer reported the results were not reported to a physician. There was no patient involvement as the test was for sterility samples. A biomérieux internal investigation will be initiated.